Event description:
Account reports luer lock on one of the dual lead injection sites came loose, resulting in loss of approx 10cc of blood in pt. States that the pt's blood pressure fell and they initiated resuscitation. States the pt was given multiple drugs and two blood transfusions of 12cc each as a result of the incident. Account reports the pt had been moved around several times and the luer lock connection was not checked to make sure it was secure prior to pt incident. States the injection site was tightened and left on the pt's line for two more days without incident.